Event description:
The customer reported that while the iabp was in use on a pt, the iabp shut down after being unplugged from the ac outlet for transport. The iabp was plugged back into the ac outlet and therapy was continued until the pt was switched to another iabp. Therapy was continued on the replaced iabp. No pt injury was reported.

Manufacturer narrative:
The device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The technical service representative verified the problem. The unit was plugged in the indicated a full charger prior to performing a battery runtime test. The expired batteries were replaced and verified that the battery function and charging circuit is operational. Performed complete performance and function test and the unit was found to be functioning properly. (B)(4).